Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample was not returned; however, the customer provided a photo of the device. It could not be determined from the photo if the device was damaged. The adaptor was assembled to the water bottle correctly, and no cracks were noticed. Based on the visual exam of the photo received, the reported complaint could not be confirmed. To perform a proper investigation and determine the source of defect reported, it is necessary to evaluate the actual sample involved in this complaint. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges that the aquapak adaptor was broken, and as a consequence a leak appeared. It is unclear if the alleged issue occurred during use. There is no report of patient involvement. There is no reported injury or delay in treatment, to any patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was damage (wear marks) on the adaptor. The sample was placed on the oxygen flowmeter under o2 flow at 15 l/min for 20 minutes and no cracks were found that could be causing leakage in the product. Therefore it is considered as an acceptable and functional sample. The customer complaint cannot be confirmed as there were no issues found with the returned sample. While performing the visual inspection, damage was observed on the adaptor; however, it was determined that this damage did not occur at the manufacturing facility. No cracks were found that could be causing leakage in the product.

Event description:
Customer complaint alleges that the aquapak adaptor was broken, and as a consequence a leak appeared. It is unclear if the alleged issue occurred during use. There is no report of patient involvement. There is no reported injury or delay in treatment, to any patient.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer at the time of this report. The investigation of this complaint is still in progress.

Event description:
Customer complaint alleges that the aquapak adaptor was broken, and as a consequence a leak appeared. It is unclear if the alleged issue occurred during use. There is no report of patient involvement. There is no reported injury or delay in treatment, to any patient.